Event description:
In 2008, the pt was implanted with a lead at the bottom of t7 connected to an ipg for scs. It was reported that during the implant procedure, pt exhibited a lot of bleeding. It was reported that the pt could not feel her legs later that day. The physician removed the lead, but left the ipg implanted for possible re-implant at a later date. The physician stated the pt had an epidural hematoma that was not a device related issue; rather, the pt had a bleeding issue. The physician discarded the lead, which was not returned to ans for evaluation. Follow-up with the physician found there was no change in the pt's condition.

Manufacturer narrative:
Eval: method - device history record and sterilization record were reviewed. Results - all records were reviewed and were found to meet specifications. Ans, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans, inc defers to the pt's physician regarding medical history.